Manufacturer narrative:
Calibration for glucose was last performed on (B)(6) 2022. Calibration for sodium was last performed on (B)(6) 2022. The alarm trace showed abnormal aspiration and abnormal sample aspiration errors. The field service engineer (fse) found broken vacuum tubing in the nozzle of the rinse mechanism and cut off the broken end. Mechanical checks, checks for proper rinse discharge volume, and nozzle adjustments were performed. Qc was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and gluc3 glucose hk gen.3 results for 3 patient samples on a cobas 6000 c (501) module. For sample 1, the initial sodium result was 286 mmol/l. The repeat result was 140 mmol/l. For sample 2, the initial glucose result was 20 mg/dl. The repeat result was 80 mg/dl. For sample 3, the initial glucose result was 35 mg/dl. The repeat result was 144 mg/dl. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The glucose reagent lot is 62567201 and the expiration date was 31-jul-2023. The na electrode lot and expiration date were requested but not provided.